Event description:
The customer reported that the device displayed the shock equip malfunction inop message while no activity was taking place with the device. The customer reported the status log contained many entries describing charge/shock errors - therapy pca (autotest). There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device displayed the shock equip malfunction inop message while no activity was taking place with the device. The customer reported that the status log contained many entries describing charge/shock errors - therapy pca (autotest). There was no pt involvement. Philips provided technical support and assisted the customer with ordering the appropriate assembly. The customer reported that he determined that the therapy pca was the cause of this malfunction. The customer replaced the therapy pca to resolve this issue.